Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral vein was achieved with two proglide devices using the pre-close technique via an 8f sheath prior to a pacemaker placement procedure. Reportedly, the sheath was upsized to 24f and the pacemaker procedure was completed. After the proglide knots were advanced successfully, the access site was still bleeding [incomplete hemostasis]. A figure-eight stitch was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.